Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was loose and the insulin pump had compromised force sensor alarm during rewind. Customer¿s blood glucose level was unknown. Customer was advised to stop using the insulin pump and revert to back up plan as per health care profession. The device will not be returned for analysis.